Manufacturer narrative:
Correction information was provided in d.10; h.3. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was tight in cartridge but was still movable. Upon inserting or advancing into eye the company cartridge was splintered and scratched the lens. The lens had to remove from the patient's eye during initial procedure and got new one and the procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.